Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2015-07280. It was reported that the wire tip detached. Vascular access was obtained via the right femoral artery (rfa). A non-bsc guide wire was advanced. A non-bsc microcatheter was inserted antegrade. The wire was exchanged multiple times with multiple non-bsc guidewires. A rotawire elite guide wire was advanced and removed. A non-bsc microcatheter was inserted. Multiple non-bsc wire exchanges were performed. A 1.5mmx20mm apex flex otw balloon catheter was inserted and inflated 4 times in the proximal right coronary artery (rca). A 1.25mmx20mm non-bsc balloon catheter was inflated twice to 18atms in the proximal rca. The wire was exchanged for a rotawire elite guide wire. A 1.5mmx135cm rotalink plus burr made one pass in the proximal rca at 133 prm. A second pass was made at 165 rpm and a third pass at 160 rpm. Per procedure log received, a coronary perforation, pericardial effusion, pericardiocentesis and CPR was performed. A 4.5x15mm apex rx balloon catheter was inflated to 16 atms fro 1016 sec in the proximal rca. Access in the left femoral vein (lfv) was made. The physician was aspirating blood from the pericardium. The patient was given blood. A balloon catheter was inflated to 20 atms for 26 and 346 seconds. 7 vortx coils were deployed in the proximal rca. The balloon catheter was inflated to 20 atms 8 more times. It was reported that during the procedure the tip of the rotawire elite fractured. The patient was transferred to the or for retrieval of the fractured guide wire. The patient also received a vein graft to the rca. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2015-07280. It was reported that the wire tip detached. Vascular access was obtained via the right femoral artery (rfa). A non-bsc guide wire was advanced. A non-bsc microcatheter was inserted antegrade. The wire was exchanged multiple times with multiple non-bsc guidewires. A rotawire elite guide wire was advanced and removed. A non-bsc microcatheter was inserted. Multiple non-bsc wire exchanges were performed. A 1.5mmx20mm apex flex otw balloon catheter was inserted and inflated 4 times in the proximal right coronary artery (rca). A 1.25mmx20mm non-bsc balloon catheter was inflated twice to 18atms in the proximal rca. The wire was exchanged for a rotawire elite guide wire. A 1.5mmx135cm rotalink plus burr made one pass in the proximal rca at 133 prm. A second pass was made at 165 rpm and a third pass at 160 rpm. Per procedure log received, a coronary perforation, pericardial effusion, pericardiocentesis and CPR was performed. A 4.5x15mm apex rx balloon catheter was inflated to 16 atms for 1016 sec in the proximal rca. Access in the left femoral vein (lfv) was made. The physician was aspirating blood from the pericardium. The patient was given blood. A balloon catheter was inflated to 20 atms for 26 and 346 seconds. Seven vortx coils were deployed in the proximal rca. The balloon catheter was inflated to 20 atms 8 more times. It was reported that during the procedure the tip of the rotawire elite fractured. The patient was transferred to the operating room for retrieval of the fractured guide wire. The patient also received a vein graft to the rca. No further patient complications were reported.

Manufacturer narrative:
Upn updated from unk509 to h802233301 rotawire extra support elite (5pk) - 23330. Device evaluated by MFR: the device has wire broken near to the distal section, with only the distal section returned, 16cm from the distal tip. Also it has the distal section kinked near to the broken section, at 4cm, 6.2cm and 11cm from distal end and the distal tip kinked. Solder joint does not appear to have burr damage. The measurements that could be taken were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-07280. It was reported that the wire tip detached. Vascular access was obtained via the right femoral artery (rfa). A non-bsc guide wire was advanced. A non-bsc microcatheter was inserted antegrade. The wire was exchanged multiple times with multiple non-bsc guidewires. A rotawire elite guide wire was advanced and removed. A non-bsc microcatheter was inserted. Multiple non-bsc wire exchanges were performed. A 1.5mmx20mm apex flex otw balloon catheter was inserted and inflated 4 times in the proximal right coronary artery (rca). A 1.25mmx20mm non-bsc balloon catheter was inflated twice to 18atms in the proximal rca. The wire was exchanged for a rotawire elite guide wire. A 1.5mmx135cm rotalink plus burr made one pass in the proximal rca at 133 prm. A second pass was made at 165 rpm and a third pass at 160 rpm. Per procedure log received, a coronary perforation, pericardial effusion, pericardiocentesis and CPR was performed. A 4.5x15mm apex rx balloon catheter was inflated to 16 atms fro 1016 sec in the proximal rca. Access in the left femoral vein (lfv) was made. The physician was aspirating blood from the pericardium. The patient was given blood. A balloon catheter was inflated to 20 atms for 26 and 346 seconds. 7 vortx coils were deployed in the proximal rca. The balloon catheter was inflated to 20 atms 8 more times. It was reported that during the procedure the tip of the rotawire elite fractured. The patient was transferred to the or for retrieval of the fractured guide wire. The patient also received a vein graft to the rca. No further patient complications were reported.